Event description:
It was reported that a bolus infusor did not flow. This was observed while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional flow testing found that normal flow was observed. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.